Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was observed to be misaligned during closure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was not in strong grip mode at the time of the event. The tip of the instrument was misaligned upon closure, resulting in an inability to grasp properly. There was no collision with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.036" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable.